Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and stated the patient had a blood glucose of 280 mg/dl with nausea and polydipsia. During troubleshooting, the reported alleged that the pump had a intermittent power issue.